Event description:
Patient had either humerus or ulna repair on an unknown date. Post op, patient fell on her newly repaired arm. Two weeks post op, patient complained of pain, x-rays taken in doctors office showed plate to be bent. Removal of plate is unknown.

Manufacturer narrative:
No investigation can be performed, no conclusion can be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.